Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch veriovue meter read inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy started on (B)(6) 2017. At this time the patient obtained blood glucose results of ¿400mg/dl¿ with the subject meter and ¿100mg/dl¿ on another device within 30 minutes of one another. Prior to this the patient had obtained a blood glucose result of ¿70mg/dl¿ on the subject meter while in a hospital environment and as a result the patient¿s nurse had given them two ¿glucose sticks¿. How the patient manages their diabetes was not documented. An unspecified period of time after receiving these glucose sticks the patient developed the symptom of ¿dizziness¿. At this time was when the alleged inaccurate result of ¿400mg/dl¿ was obtained on the subject meter compared to ¿100mg/dl¿ on another meter. In response to this the patient¿s nurse advised the patient to get in contact with lfs and obtain a replacement meter. The patient¿s condition reportedly improved soon after and they were discharged from the hospital. At the time of troubleshooting the csr noted the reporter was unable/unwilling to perform a control solution test to establish whether the results were in range on the subject meter. The unit of measure was set correctly on the subject meter. The patient¿s products were requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which may have caused/contributed to the fact that the patient required hcp intervention for a blood glucose excursion; this meets lfs¿s criteria for a serious injury reportable adverse event. It cannot be said with absolute certainty that the alleged ¿inaccurately high¿ subject meter result did not affect treatment options prior to or after the onset of these symptoms.